Event description:
Information provided states that during a transforaminal lumbar interbody fusion (tlif) procedure the surgeon was placing the set screw in the side/side loading connector when the connector cracked. The surgeon attempted with a second connector and it also cracked. There was a delay in the case to remove the cracked connectors and implant a new connector to complete the case.